Event description:
Following a diagnostic procedure an angio-seal device was placed. Heparin was restarted the next day, following which bleeding was noted from the groin. The pt was reportedly taken to surgery for repair of the bleeding. The site was evacuated and the angio-seal device was removed. Following this procedure (length of time unknown), heparin was restarted, and bleeding was again noted. The pt later expired; cause of death was reportedly hypovolemia. As of 2/19/1998 the MFR has been unable to obtain any operative reports or further info from the site.